Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; lg/cd cover glasses glue broken. The distal end cap scratched. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the forceps raiser channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.